Event description:
The physician was done dilating the ureteral balloon dilator and was pulling it back out of the patient when the physician noticed half of the balloon was not intact. The physician was able to retrieve the broken balloon out of the bladder using a grasper. Another balloon was used and the procedure was completed with no harm to the patient. The patient did not experience any adverse effects due to this event.

Manufacturer narrative:
One opened package containing a used balloon catheter and wireguide was received. The wireguide is noted to be intact with no flaws observed. The balloon has been torn around the circumference along with the balloon being wrinkled leading up to the separation on both segments. The catheter shaft is scraped and pulled to separation at the metal band, the band remained loose inside the distal balloon segment. All segments of the balloon have been returned. Balloon caught on an instrument of undetermined origin and pulled to separation.